Event description:
It was reported the device overheated during testing conducted at the user facility. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.